Event description:
The patient reported that the device alarms for no apparent reason, failed patient side occlusion. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed

Event description:
The patient reported that the device alarms for no apparent reason, failed patient side occlusion. There was no patient involvement.